Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025 , when replacing the needleless closed infusion connector, it was found that the connector was blocked and the liquid could not be flushed out, so it was replaced immediately.